Event description:
It was reported that the atrial lead's pacing impedance was high and above the normal range. An atrial lead fracture was suspected. The atrial lead was capped (B)(6) 2022. The patient was stable.